Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was in a severely calcified unspecified vein. The 12 x 40mm charger balloon catheter, used to post dilate the highly calcified area, was inflated to rated burst pressure, when it ruptured. When the physician attempted to remove the catheter from the unspecified 10fr. Sheath the balloon sheared. The physician performed a cut down to remove the sheared material. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).